Event description:
It was reported that a patient had a revision left total knee arthroplasty to a rotating hinge knee approximately two years post implantation due to implant dissociation and hinge separation failure. The hinge component of the femur was removed and replaced, the articular surface poly and pin was replaced, and the tibial bushing was replaced as per surgical technique.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products 00588001401 left size d cemented option femoral component femoral, lot # 64862658.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d2a, g3, g6, h1, h2, h3, h4, h6, h10, h11. Visual examination of the provided photo identified multiple components consistent with a rotating hinge knee system, including a polyethylene articular surface, a femoral component, a metallic post, and associated modular hardware. The components appear explanted and exhibit visible blood residue. The articular surface and hinge post appear separated from one another, with the pin and bushing visibly disassociated. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Operative notes provided and reviewed state that the patient underwent a left knee arthroplasty and was revised about 2 years later, due to implant dissociation and hinge separation failure. The incident reportedly occurred when the patient was twisting out of a chair and felt a pop, after which he was unable to straighten his knee. During the revision procedure the hinge component of the femur was removed and replaced, the articular surface polyethylene and pin were replaced, and the tibial bushing was replaced as per the surgical technique. The femoral component itself was not revised. X-rays were provided and reviewed by mmi. They state that two views of the left knee demonstrated a left total knee arthroplasty with implant disassembly. A metallic component was noted centrally within the joint space. No anatomical or implant-related contributing factors to the hinge component dissociation were identified. Complaint is confirmed based on operative notes and x rays provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.